Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer performed a pump reset and successfully delivered a bolus,